Event description:
The pt reported experiencing painful shocking sensations at her scs ipg pocket site. Subsequently, the pt turned off her scs system for 2 days. The shocking sensation has not recurred. The pt also reported her recharge interval for her scs system varies although her frequency of usage as well as system stimulation program has not. A sjm rep advised the pt to consult with her physician; however, at this time the pt does not desire to do so due to personal reasons. The pt agreed she will make an appointment with her physician when her schedule permits. F/u is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.